Event description:
It was reported that pump malfunction occurred, with malfunction code 16 displayed and no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.